Event description:
It was reported that this brady lead was not implanted successfully due to lead was difficult to retract or removed, the lead "mangled" when removed and noise was noted when hooked up to the pacing system analyzer (psa). Also, physician over torqued the lead for 30 or more. A new lead was placed. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood or tissue within the helix housing. Detailed analysis confirmed that the fracture high volatge cable conductor was observed via x-ray. Fracture characteristics are consistent with a ductile fracture.

Event description:
It was reported that this brady lead was not implanted successfully due to lead was difficult to retract or removed, the lead "mangled" when removed and noise was noted when hooked up to the pacing system analyzer (psa). Also, physician over torqued the lead for 30 or more. A new lead was placed. No adverse patient effects were reported. The lead was returned for analysis.